Manufacturer narrative:
(B) (4).

Event description:
Procedure: sils lap chole. According to the report: when cholecystis was pulled, the shaft was partly broken and a piece fell into the pt cavity. The piece could be retrieved. A clamp was used several times during the surgery. The shaft was bent in an angle during use. Another device was used to complete the procedure. There was no bleeding, tissue damage or extension in operating room time. No pt info available.